Manufacturer narrative:
Initial reporter facility address: (B)(6). Problem code 1069 captures for the reported event of stent broken. Product was returned and product analysis completed a visual evaluation of the returned a flexima biliary stent was returned for analysis, the guide catheter was observed stretched and detached in the proximal section, however, the stent was not returned for analysis, therefore, unable to confirm the as reported observation with testing of the product return; consequently, not confirming the reported complaint. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to guide catheter found broken and stretched, the continued attempts to retract the guide catheter or force applied to the device in order to release the stent can result in guide catheter broken and stretching. It was concluded that the investigation conclusion code of this event (stent break) is no problem detected since the device complaint or problem cannot be confirmed. The DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Updated: problem code 1069 captures for the reportable investigating results of guide catheter broken.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during endoscopic mucosal resection (emr) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent into the common bile duct through forceps cana, the stent was unable to be released causing the stent to be broken. The broken stent was removed together with the catheter. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during endoscopic mucosal resection (emr) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent into the common bile duct through forceps cana, the stent was unable to be released causing the stent to be broken. The broken stent was removed together with the catheter. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.